Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. An echocardio gram revealed a thrombus on the right atrial lead. The patient presented for device explant procedure as the pulse generator reached premature elective replacement. The device was explanted and replaced. The same lead was attached tot the new device. The patient tolerated the procedure well. Related manufacturer report: 2017865-2019-18385.

Manufacturer narrative:
Analysis was normal. No anomalies were found.